Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable results for two patient samples tested with the elecsys hcg + beta test system (hcgb) on a cobas e601 module. Of the data provided, one patient sample had an erroneous result. The initial hcgb result was 4.91 mui/ml. The result was not released to the patient. The sample was repeated on the same analyzer with a result of 43.17 mui/ml. The customer measured the sample on another module with a result of 5.7 "ng/ml." The sample was sent to another laboratory where it was measured by a chemoluminescence method with a result of "negative." The "negative" result was released to the patient. All measurements were performed on the primary tube. There were no allegations of adverse events. The hcgb reagent lot number was 15654200; the expiration date is 09/30/2017. The customer performed liquid flow cleaning and replaced the pinch tubing on (B)(6) 2017. The customer believed the reagent had become contaminated. Although this possibility could not be ruled out due to lack of information, it is unlikely because the analyzer uses a new, disposable tip for each pipetting operation. Although quality controls showed high scatter and a trend to low recovery, the values were within range on the date of the event. Calibration signals were within expectations. There was no indication of a reagent issue. Additional data were requested but not provided. The investigation was unable to determine a specific root cause with the information available. Potential causes for this type of event include: electromagnetic interference, sample quality, insufficient maintenance, and contamination of the environment with the analyte. The difference in signals seen between the initial and repeat tests was unlikely to be caused by electromagnetic interference. The alarm trace from the analyzer included many sample-quality related alarms, suggesting issues with preanalytical sample preparation at the site.